Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin continues to drip after motor stops during the manual prime process. The customer also stated that the they were unable to exit the preparing to prime loop. And stuck in rewind. Customer stated they did not receive second series of beeps nor did numbers appear on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, device alarmed a33 during basic occlusion test due to loose or protruded drive support disk noted. Unable to perform prime or a33 test, occlusion test and excessive no delivery test or verify prime or fill anomaly due to a33 alarms.